Event description:
It was reported that the surgeon inserted an aa4204vl silicone plate lens and the lens would not unfold in the patient's eye. The lens was removed. The reporter stated the incident was due to a loading error. There was no patient injury reported. Further information has been requested but none forthcoming. If additional information is rec'd a supplemental medwatch form will be submitted.